Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the IV shield came off leaving the needle exposed. The following information was provided by the initial reporter. The customer stated: "the np shield was damaged on the eclipse needle."

Manufacturer narrative:
H.6. Investigation summary: two customer photos were received for evaluation. One photo shows the eclipse needle with the np (non-patient) shield damaged, which confirms the reported issue of a damaged np shield. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the customer photo, bd is able to confirm the customer¿s reported failure mode. The root cause of the damaged np shield is a misalignment on the auger at the labeler machine. In review of complaint history data, this is believed to be an isolated incident and not representative of overall batch quality. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the IV shield came off leaving the needle exposed. The following information was provided by the initial reporter. The customer stated: "the np shield was damaged on the eclipse needle."